Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose was 352.80 mg/dl. Customer stated he went deliver bolus and did not get any insulin because he had ketones. Customer declined troubleshoot stated wanted insulin pump replacement. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.